Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after the device received a patient notifier. The patient notifier was likely activated due to a long charge time. The cause of charge timeout is unknown. No intervention was suggested. No adverse consequences were detected.

Event description:
New information received states during a follow-up visit, an long charge time measurement was noted. The issue would not resolve with multiple capacitor maintenance performances. The patient had not been receiving the vibrations as the patient notifier seemed to be deactivated. The device was explanted. No adverse consequences were reported.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.